Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead exhibited noise oversensing causing inappropriate mode switch. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received that programming changes were performed. The patient was in stable condition.